Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain"), abdominal distension ("look of pregnancy (swollen, bloated stomach)"), menorrhagia ("heavy menstrual bleeding"), genital haemorrhage ("heavy bleeding") and bipolar disorder ("bipolar") in an adult female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, panic attacks, multigravida and parity 1. Concurrent conditions included cholecystectomy. Concomitant products included bupropion (wellbutrin) and quetiapine (seroquel). On an unknown date, the patient started gabapentin at an unspecified dose and frequency. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced back pain ("severe and persistent low back pain"). In 2010, the patient experienced amnesia ("memory loss"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and umbilical hernia ("umbilical hernia"). In 2013, the patient experienced alopecia ("losing hair") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder prolapse ("collapsed urinary bladder"), renal disorder ("lesion on my kidney"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), gastric disorder ("stomach problems"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), post-traumatic stress disorder ("ptsd"), bipolar disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (essure and tubes removal). At the time of the report, the abdominal pain, abdominal distension, menorrhagia, alopecia, amnesia, bladder prolapse, umbilical hernia, renal disorder, fatigue, back pain, genital haemorrhage, allergy to metals, gastric disorder, mental disorder, post-traumatic stress disorder, bipolar disorder, depression, anxiety and panic attack had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bipolar disorder, bladder prolapse, depression, fatigue, gastric disorder, genital haemorrhage, menorrhagia, mental disorder, panic attack, post-traumatic stress disorder, renal disorder, treatment noncompliance and umbilical hernia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61 kg/sqm. Hsg was done in (B)(6) 2007 (result not provided). She had a allergy test in 2013 and it was positive for nickel. She had MRI of low back she was told that she had 2 bulging discs and pinched sciatic nerve. Colonoscopy and endoscopies were done due to stomach problems. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient´s medical history added. Essure model was changed from 305 to 205. Events added: losing hair, memory loss, caused to have gallbladder removed, collapsed urinary bladder, umbilical hernia, lesion on my kidney, fatigue, look of pregnancy (swollen, bloated stomach), abdominal pain, heavy menstrual cycle, severe and persistent low back pain, heavy bleeding, nickel allergy, stomach problems, ptsd, bipolar, depression, anxiety and panic attacks. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe and persistent abdominal pain'), abdominal distension ('look of pregnancy (swollen, bloated stomach)'), menorrhagia ('heavy menstrual bleeding'), genital haemorrhage ('heavy bleeding') and bipolar disorder ('bipolar') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included gabapentin. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included depression, panic attacks, multigravida, parity 1 and anxiety. *hsg was done in (B)(6) 2007 (result not provided) she had a allergy test in 2013 and it was positive for nickel she had MRI of low back she was told that she had 2 bulging discs and pinched sciatic nerve colonoscopy and endoscopies were done due to stomach problems. Concurrent conditions included cholecystectomy since (B)(6) 2010, sleep disturbance, nickel sensitivity, diarrhea, appetite lost, heartburn and insomnia. Concomitant products included amitriptyline, amoxicillin;clavulanic acid (augmentin bambini), betamethasone valerate (betamethason), bupropion hydrochloride (wellbutrin), clobetasol propionate, diphenhydramine, esomeprazole, esomeprazole, fexofenadine, fluticasone propionate (flonase allergy relief), fluticasone propionate (flovent), gabapentin, methylprednisolone (medrol), mirtazapine (remeron), mometasone furoate (nasonex), mupirocin, oxycodone hydrochloride;paracetamol (percocet), pseudoephedrine hydrochloride, quetiapine fumarate (seroquel), salbutamol sulfate (proventil hfa) and venlafaxine hydrochloride (effexor). On an unknown date, the patient started gabapentin at an unspecified dose and frequency. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced amnesia ("memory loss") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced back pain ("severe and persistent low back pain"). In 2008, the patient experienced alopecia ("losing hair"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced bladder prolapse ("collapsed urinary bladder") and umbilical hernia ("umbilical hernia"). In 2013, the patient experienced allergy to metals ("nickel allergy / hypersitivity reaction to nickel"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), renal disorder ("lesion on my kidney"), gastric disorder ("stomach problems"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety") and panic attack ("panic attacks") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, essure and tubes removal and essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, menorrhagia, genital haemorrhage, bipolar disorder, alopecia, amnesia, bladder prolapse, umbilical hernia, renal disorder, fatigue, back pain, allergy to metals, gastric disorder, mental disorder, post-traumatic stress disorder, depression, anxiety, panic attack and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bipolar disorder, bladder prolapse, depression, fatigue, gastric disorder, genital haemorrhage, menorrhagia, mental disorder, panic attack, post-traumatic stress disorder, renal disorder, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61 kg/sqm. Colposcopy - on (B)(6) 2014: unknown. Human papilloma virus test - on (B)(6) 2010: positive. Hysterosalpingogram - on (B)(6) 2010: bilateral essure devices in appropriate position. Ultrasound scan vagina - on (B)(6) 2014: essure device was seen in satisfactory position bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menstruation, hpv infection, rash, vaginitis, bacterial, weight gain, sleep disturbance , nickel allergy, lump on right side upper abdomen near gallbladder, diarrhea, loss of appetite, heartburn, burning on urination, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, lower back pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received : following event was added : weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe and persistent abdominal pain'), abdominal distension ('look of pregnancy (swollen, bloated stomach)') and menorrhagia ('heavy menstrual bleeding'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included: depression, panic attacks, multigravida, parity 1, anxiety, gastritis and gerd. Hsg was done in (B)(6) 2007 (result not provided). She had a allergy test in 2013 . And it was positive for nickel. She had MRI of low back, she was told that she had 2 bulging discs. And pinched sciatic nerve. Colonoscopy and endoscopies were done, due to stomach problems. Concurrent conditions included: cholecystectomy since (B)(6) 2010, sleep disturbance, nickel sensitivity, diarrhea, appetite lost, heartburn and insomnia. Concomitant products included: amitriptyline, amoxicillin, clavulanic acid (augmentin bambini), betamethasone valerate (betamethason), bupropion hydrochloride (wellbutrin), clobetasol propionate, diphenhydramine, esomeprazole, fexofenadine, fluticasone propionate (flonase allergy relief), fluticasone propionate (flovent), gabapentin, methylprednisolone (medrol), mirtazapine (remeron), mometasone furoate (nasonex), mupirocin, oxycodone hydrochloride;paracetamol (percocet), pseudoephedrine hydrochloride, quetiapine fumarate (seroquel), salbutamol sulfate (proventil hfa) and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced, menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced, amnesia ("memory loss") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced, back pain ("severe and persistent low back pain"). On 2008, the patient experienced, alopecia ("losing hair/ hair loss"). On (B)(6) 2009, the patient experienced, abdominal pain (seriousness criteria medically significant and intervention required), and abdominal distension (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced, bladder prolapse ("collapsed urinary bladder") and umbilical hernia ("umbilical hernia"). In 2013, the patient experienced allergy to metals ("nickel allergy / hypersitivity reaction to nickel"). On an unknown date, the patient experienced, genital haemorrhage ("heavy bleeding"), bipolar disorder ("bipolar"), renal disorder ("lesion on my kidney"), gastric disorder ("stomach problems"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), autoimmune disorder ("autoimmune issues"), systemic lupus erythematosus ("lupus"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto's") and thyroid disorder ("thyroid imbalance"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, essure and tubes removal and essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, menorrhagia, genital haemorrhage, bipolar disorder, alopecia, amnesia, bladder prolapse, umbilical hernia, renal disorder, fatigue, back pain, allergy to metals, gastric disorder, mental disorder, post-traumatic stress disorder, depression, anxiety, panic attack and weight increased had not resolved. And the autoimmune disorder, systemic lupus erythematosus, fibromyalgia, rheumatoid arthritis, autoimmune thyroiditis and thyroid disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, bipolar disorder, bladder prolapse, depression, fatigue, fibromyalgia, gastric disorder, genital haemorrhage, menorrhagia, mental disorder, panic attack, post-traumatic stress disorder, renal disorder, rheumatoid arthritis, systemic lupus erythematosus, thyroid disorder, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 61 kg/sqm. Colposcopy: on (B)(6) 2014, unknown. Human papilloma virus test: on (B)(6) 2010, positive. Hysterosalpingogram: on (B)(6) 2010, bilateral essure devices in appropriate position. Ultrasound: scan vagina, on (B)(6) 2014, essure device was seen in satisfactory position bilaterally. Concerning the injuries reported in this case, the following ones were described, in patient¿s medical records: irregular menstruation, hpv infection, rash, vaginitis, bacterial, weight gain, sleep disturbance , nickel allergy, lump on right side upper abdomen near gallbladder, diarrhea, loss of appetite, heartburn, burning on urination, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: depression, fatigue, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: reporter information was added, new event added. Autoimmune disorder, lupus , fibromyalgia, rheumatoid arthritis, hashimoto's disease, thyroid imbalance. 8th & 9th follow up process together. On (B)(6),2020, social media received: no new significant information was added. 8th & 9th follow up process together. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.